Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 13-apr-2024, it was reported that the patient faced a bent cannula on (B)(6) 2024. The patient felt pain while the cannula came out of her body. Moreover, the site location was patient's arm and infusion set was used for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.